Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. (Omitted information from (B)(6): 1st device revision) it was reported that the healthcare provider said their surgical notes said there was a device revision, but it did not provide any further details or dates regarding the revision. No patient symptoms were reported. No further complications were reported or anticipated.